Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic for follow up. The right atrial lead exhibited noise and high impedance. The device was reprogrammed and the patient was doing well and has noted he does not want a lead revision.